Event description:
A us distributor reported that a monitor was resetting during pulse delivery.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets during pulse delivery) was due to the monitor resetting after delivering a pulse during distributor functionality testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. There was no adverse event that resulted from the damaged monitor.